Event description:
It was reported that the implantable cardiac monitor (icm) experienced an electrical power on reset (por). The reset was cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Analysis of the device memory indicated multiple electrical resets (pors). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device experienced multiple power on resets (pors).